Manufacturer narrative:
(B)(4). As updated serial number was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed and revealed no failures or malfunctions that could have caused or contributed to the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy on a homechoice (hc) device passed away due to cardiac failure. It was unknown if the pt was connected to the hc device at the time of death. It was not reported if the pt was hospitalized prior to death. Additional information was requested but is not available.